Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture as the pacing impedance was noted to be high/undefined and noise /oversensing was noted. The lead was explanted and replaced. During the replacement procedure, the right atrial (ra) lead was noted to have pulled back which increased the threshold. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.